Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during routine maintenance of the external pulse generator (epg), it was found that the battery drawer needed to be repaired. Technical services provided information on the battery compartment and the caller will get it repaired. There was no patient involvement.